Event description:
This customer reported a persistent loss of v1.

Manufacturer narrative:
(B)(4). This customer reported a persistent loss of v1. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.